Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of morphological changes resulting in an untreated episode. Technical services (ts) was contacted and recommended possible reprogramming options. This electrode remains in service. No adverse patient effects were reported. Additional information received detailed this s-ICD system delivered an inappropriate shock for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). Ts reviewed the information available and recommended follow up and possible reprogramming options. No additional adverse patient effects were reported.